Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Customer receives device 8110 s/n (B)(4), with channel displaying error 13-1033-149. Failure device type, failure problem type, failure mode. Customer receives device 8110 s/n (B)(4), with channel displaying error 13-1033-149. Explained problematic fault of loss of cal-data in unit. Suggested to customer to flash the operate software onto the device. Informed customer to perform the calibration process. Informed customer that the preventive maintenance task needs to be executed, after the calibration process. Informed customer, if the problem still persists they will need to repair/replace the logic board. Customer will call back, if any further concerns need to be addressed. End call. Ref:(B)(4). Soft fault- other- specify in comments.